Event description:
The explanted lead and generator were returned to the manufacturer on (B)(6) 2012 and product analysis has since been completed. Product analysis on the generator revealed that the generator performed according to functional specifications and there were no anomalies found with the pulse generator. During analysis of the returned lead, a break was identified in the positive and the negative lead coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. The positive coil shows appearance suggesting that a stress-induced fracture has occurred in at least two strands of the quadfilar coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location and at the discolored region. However, due to metal dissolution the fracture mechanism cannot be determined. Abraded openings were also identified in the inner and outer silicone tubing and the lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was initially reported on (B)(6) 2012, that the patient was found to have high impedance, dc/dc = 7 on both normal and system mode diagnostics performed at a routine office visit on (B)(6) 2012. The site reported that at the patient's appointment on (B)(6) 2012, normal mode diagnostics were performed with normal results; dc/dc = 4. The patient had not experienced any adverse events and there was no suspected manipulation or trauma. X-rays were taken and were sent to the manufacturer for review. Ap and lateral chest and ap neck x-rays for the patient dated (B)(6) 2012 were reviewed. The generator was present in a normal orientation in the left chest. The connector pin appeared to be fully inserted inside the connector block, and the generator feedthru wires appeared to be intact. The electrodes appeared to be in alignment. The lead wires appeared intact at the connector pin and there was some lead behind the generator that could not be assessed. A lead fracture was visualized in the lead body located in the patient's chest. Based on the x-rays received, the cause of the high impedance is likely the fracture observed in the lead body. Additional fractures in the non-visible portion of the lead, as well as the presence of micro-fractures cannot be ruled out. The patient underwent a full revision on (B)(6) 2012. The explanted products have not been returned to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.